Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label printer was not working. A technical support specialist (tss) connected remotely to the station to investigate the reported printing issue. The tss accessed the system with administrative credentials, reviewed the printer queue, and identified multiple print jobs that were stuck. The print queue was cleared, the print spooler service was restarted, and a test page was printed successfully. The station was then rebooted and confirmed to be operating normally. The tss followed up with the customer via email, and the customer confirmed that the issue was resolved and agreed to close the ticket. The system functioned as intended after the troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system label printer was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.